Manufacturer narrative:
G2. Foreign: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implant migrated in the pocket, and the neurostimulator hadn't worked for a year and a half. It was stuck on one mode. The patient was due to have a cervical MRI done, and radiology was concerned to do it given that the stimulator was not working. The patient could not put it into MRI mode, and there was nobody in the province that could do that. The patient was unable to see a healthcare professional (hcp) as there was not one in the province. The patient was trying to get out of the province to see someone else and get assistance. The neurostimulator was not recharged, and the patient was unable to charge it to turn it off. It was advised that an hcp would need to complete an MRI form for eligibility, and that the manufacturer's patient services was not able to provide clearance for MRI. The issue was not resolved. The patient was alive with no injury.